Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis, which warranted hospitalization. The etiology of the patient peritonitis is unknown; therefore, causality cannot be established. Subsequent attempts to obtain additional information have thus far proven unsuccessful. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events; however, limited information precluded an extensive and thorough investigation. Therefore, given the lack of treatment data, definitive causality, discharge summary, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted for peritonitis. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for peritonitis (date not provided). Subsequent attempts to obtain additional information (e.g., death certificate, discharge summary, autopsy report, hospital records, treatment data, laboratory data), have thus far proven unsuccessful.

Manufacturer narrative:
Correction: a1, a2, a3 was not actually reported should be blank in initial report, a6 was not actually reported should be blank in initial report.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.